Event description:
A nurse reported a retinal burn occurred while using diathermy during a vitrectomy procedure. Additional information was received, from a completed questionnaire, reporting while the surgeon was using diathermy on a retinal tear the diathermy was too hot resulting in "thermal necrosis" on the retina. The surgeon discontinued use for the remainder of the procedure.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem; the diathermy and vitrectomy values were stable and tracked perfectly. The system was then tested and met all product specifications. The company representative did note the customer was not using alcon diathermy consumables. The customer stated they will switch to alcon product for future use. No samples were returned for evaluation and therefore, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).